Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture baker grade unknown. Device evaluation: analysis of the returned device identified red particles, a deformation in the device, flat creases and the weight was to the specification. The gel was observed to be cloudy after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Device has been explanted.